Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer's blood glucose (bg) level was over 500 mg/dl. A correction bolus was delivered to address bg level. The customer reverted to manual injections for insulin therapy.